Event description:
Report received that the device would not accept a decimal point in the mcg unit of delivery. The customer contact explained using a sample, that when 12.5 mcg was entered into the pump keypad, the pump would "beep" with each keypad entry, and the display screen would indicate 125mcg, instead of the intended 12.5mcg. Reportedly, there was no patient involvement. According to the customer contact, the reported incident was an observation by the hospital staff at the user facility using the apm ii device. There was no reported adverse patient event associated with the device while in clinical use.